Event description:
It was reported patient underwent a right total hip arthroplasty on an unknown date in 2003. Subsequently, patient underwent an irrigation and debridement procedure,an open reduction internal fixation procedure and a closed reduction procedure on unknown dates in 2003. It was further reported patient underwent a radical debridement procedure on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2004 due to dislocation and infection.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date, implant date, manufacture date. This report is number 3 of 7 mdrs filed for the same event (reference 1825034-2014-00834 & 03195 / 03199 & 03201).